Manufacturer narrative:
Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that since device implant, patient was complaining of electricity running down from left arm. Physician explained that the symptoms are psychosomatic but the patient was not convinced. Patient was unable to work and was on sleep aid medications. Patient has been referred to multiple psychiatrists. Device was explanted. No further information was available.